Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient went to the hospital for a lead integrity alert (lia) for high impedance on their right ventricular (rv) lead. In the hospital the measurements were all within normal range. The patient will be monitored. No patient complications have been reported as a result of this event.